Manufacturer narrative:
A specific root cause was not identified. Based upon the information provided, the event might have been caused by a misadjusted high voltage which was corrected by the field service representative. In addition, it was determined there may also have been insufficient pre-analytical sample handling by the operator. The operator was using a short centrifugation time and a high g force.

Event description:
The user stated they had an ER doctor complain about a troponin t results for patient samples that were initially tested on the e411 (B) (4). The user provided data for nine patient samples of which, one had discrepant results generated on cobas 2 serial (B) (4). The samples were all initially tested on the e411 on (B) (6) 2010 and the results reported. The samples were then repeated on (B) (6) 2010 on different cobas analyzers: cobas 1 (B) (4) and cobas 3 (B) (4). All results are in ng per ml. Samples were drawn in bd 13 x 100 heparin plasma tubes. Initial result was 0.020 which was reported as 0.02. The result from cobas 1 was 0.014 and the result from cobas 2 was 0.018. The patients were not admitted to a medical facility or treated due to the erroneous results as the physician questioned the results. The user refused a service visit as they did not think there was an issue with the results from the cobas analyzer.